Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters under the ECG electrodes. The patient's physician instructed the patient to remove the device for a few days to let the blisters heal. The patient reported that the irritation improved.